Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient had a recent heartmate 2 to heartmate2 pump exchange on (B)(6) 2020.

Event description:
It was reported that the patient had elevated pump powers prior to pump exchange. The cause of elevated powers was not identified. The patient also had elevated lactate dehydrogenase (ldh) levels. The patient was discharged home after the lvad was replaced. No additional information was provided.

Manufacturer narrative:
Section b5: additional information. Section d4, h3, h4: additional information. Section d7: correction. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 5.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. A tan umbilical cord had been tied around the outlet elbow. Upon disassembly of (B)(6), a laminated thrombus formation was found adhered around the inlet bearing ball; however, upon removal of the thrombus formation, the ring structure was broken. The deposition appeared to have formed in laminated layers and revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while (B)(6) was supporting the patient. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, if this deposition was present in the pump during operation, it could have caused increased resistance on the rotor, resulting in the reported elevations in pump power. In addition, the deposition could have also potentially contributed to the report of elevated ldh. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Furthermore, section 6 of the hmii IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.